Manufacturer narrative:
The biomeds believed it was because of the power management board. Customer asked to send a so report for repair. No other information available, in future if we receive any information will reopen and update the investigation. Updated fields: b4; b5; 7a; d9; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion; h11. Corrected fields: e1 event site telephone; g1 contact person ¿ mfg site; h5; h6 health effect. Impact codes (1), health effect. Clinical code (1).

Event description:
It was reported that during use the intra-aortic balloon pump (iabp) shut down on a patient. Patient involved and no harm reported.

Manufacturer narrative:
Updated fields: b4; g3; g6; h11. After further investigation, it was identified that this complaint event has been reported already under mfg report number 2249723-2025-0002251. Please refer to mfg report number 2249723-2025-0002251 for all information for this complaint event. Please cancel mfg report number 2249723-2025-0002520 in your database.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that intra aortic balloon pump(iabp) unknown has a shut down while using on a patient.